Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the pins on the battery pca were no longer functional. There was no patient involvement.